Manufacturer narrative:
The subject product was returned to omsc for investigation. The investigation confirmed that the coating on the cutting wire was torn and the cutting wire was broken. The broken section was melted and burned. The length of the coating was approximately 3.0 mm shorter than the specification. There were no other abnormalities related to the breakage in the subject device. As the checking of the manufacturing record of the same lot, nothing abnormal was detected. The length of the pfa wire. The appearance of the pfa wire. The movement of the cutting wire. The general appearance. This type of damage is most likely related to the operator's technique. As the results of the investigation, omsc assumes that the damage of the coating and cutting wire occurred due to contacting with the metal part of the forceps elevator of the endoscope. The exposed cutting wire from the damaged coating contacted or came close to the metal part of the forceps elevator while activating the output, which caused spark and a part of the cutting wire became extremely hot, resulting in breakage. The coating broke off and came off from the cutting wire because of the user handling after the cutting wire was broken.

Event description:
During est, the subject device was inserted along with the guide wire placed in advance in the bile duct. The position of the cutting wire was settled and the output was activated. The initial output was successfully activated but the cutting wire broke at the second activation. The doctor exchanged the subject device for another device and completed the procedure. There was no patient injury reported.the subject product was returned to omsc for investigation on nov.1, 2016. The investigation confirmed that the coating on the cutting wire was torn and the cutting wire was broken. The broken section was melted and burned. The length of the coating was approximately 3.0 mm shorter than the specification.